Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, cracked reservoir tube, missing reservoir o ring, and broken battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the reservoir compartment was snapped off of the customer's insulin pump. Her blood glucose was unknown at the time of reporting. She was advised to revert to a back up plan. The insulin pump was returned. No additional information was reported.